Manufacturer narrative:
Reporter last name: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that during the device checks, it was detected that processor pca, therapy receptacle and battery of the relevant device were defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.